Event description:
Central line was inserted by an experienced provider. The guidewire was inadvertently left in place. Post insertion imaging did not clearly show the retained guidewire. The wire remained in situ for 38 days and discovered incidentally upon CT scan. It was removed by interventional radiology with an additional procedure. Root cause analysis recommendation included contacting FDA/manufacturers to improve visibility of guidewire upon radiograph imaging. Suggested a stripe/zebra or darker pattern on imaging.